Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to a connection issue. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with no leak noted. This report was not confirmed in the lab. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported a transfer set disconnected from the peritoneal dialysis (pd) catheter plastic adapter during dialysis. The nurse confirmed the patient's transfer set was replaced and the plastic beta cap adapter involved with the separation is still in use by the patient. The patient noted the connection was a bit loose so immediately clamped off and ended therapy. The separation occurred when the patient was disconnecting from the set up. The nurse stated she noted no defects with the transfer set or the beta cap adapter. The nurse confirmed no adverse event resulted and there was no medical intervention.

Manufacturer narrative:
(B)(4). The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.